Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient started their trial yesterday on the left side and they had not felt stimulation on the left side since before bed last night. They did try to turn it on and off this morning but that did not make a difference. The patient was feeling stimulation on the right side but it was more towards where the lead wire was inserted. The manufacturer representative told them that they had trouble with the right side wire and after switching to the right side they felt stimulation up toward where the lead wire was inserted. They left a message with the patient¿s health care provider¿s (hcp¿s) office earlier this morning. The patient had their trial implanted for bladder. Yesterday a communication was sent to the manufacturer representative to get in touch with the patient¿s family member but they were never called. The patient would go back to their hcp tomorrow but they wanted to make sure they were doing things right because one of them wasn¿t working and they couldn¿t feel anything. They switched leads and didn¿t even know if they were supposed to do that but did and the manufacturer representative never called so they couldn¿t ask them the questions. The lead was taped up and the patient didn¿t think they were supposed to use it but they switched leads to the other side anyways and the patient started feeling stimulation with the lead on the other side. The patient¿s family member wanted to know if they were supposed to be switching the leads back and forth or what they were supposed to do. The manufacturer representative stated they would be available to answer their questions but hadn¿t been. The patient¿s family member did not remember the manufacturer representative¿s name and thought they had provided them with an ¿877¿ number. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient had greater than fifty percent symptom reduction. The patient went on to stage one and stage two trials and had excellent outcomes.